Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the device found no fluid present inside the pod or visible in the bottom housing window. Inspection of the fluid path found no damages that would prevent the device from delivering insulin as intended. A leak test found no leaks or tears in the soft cannula. The top housing was observed to be cracked. It cannot be determined if this damage contributed to the reported event. No other damages or manufacturing deficiencies were found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been taken to the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached 420 mg/dl while wearing the pod longer than 48 hours. Fluid was observed in the device and symptoms reported include the presence of ketones and vomiting the patient was treated with intravenous fluids and zofran; she was released after spending 7-8 hours in the ER.